Manufacturer narrative:
The investigation for the reported nosebleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the nosebleed could not be determined.

Event description:
The user facility reported a 61-year-old female on impella cp due to acute myocardial infarction. During support, the patient required a unit of blood overnight for two nights due to significant nosebleed. The patient was eventually weaned off the device.